Event description:
The patient experienced shocking and pinching on her right side when her stimulation was turned on. The shocking started when the stimulator was turned up to about 3.0 v but was not present at lower levels. Reprogramming to use fewer electrodes on the lead still resulted in shocking at higher voltages. The patient had been experiencing this shocking and pinching since implant. Impedances were measured and were within normal ranges. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).